Event description:
Per the clinic, the patient experienced a recurring infection at the abutment site (specific date not reported). The patient was converted to a transcutaneous osia implant system on (B)(6) 2025. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
It was also reported that the patient was treated with oral antibiotics (specific date and duration not reported).